Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The pins and connectors on the power supply had the film and high gloss removed. The system was tested and operates as intended.